Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in southend for evaluation. Olympus repair center inspected the device and confirmed the following; the distal end cap was contaminated with white residue. The inside of the biopsy channel was inspected using a small diameter videoscope, and the distal end of the biopsy channel was contaminated with white residue. A comprehensive leakage check was completed, there was not a leakage at the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during reprocessing, it was found that adhesive or white powder was attached to the distal end. There was no report of patient injury associated with the event. Olympus inspected the device at olympus repair center in southend and found that there was a white residue left inside the biopsy channel.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based upon the past similar cases, the white foreign material left in the instrument channel may be chemical agent residue used by the user. In addition, omsc concluded that white foreign material was not the adhesive that user was concerned about for the following reasons: there was no leakage at the device, so there is no possibility that the adhesive had come out of the device. When assembling the device, the inner diameter of the instrument channel was checked with a gauge, so it can be detected if there is adhesive inflow into the channel. According to the device inspection result by the olympus repair center, the white foreign material may be a coagulant or defoamer. Therefore, the reported event may have been caused by the user injected above-mentioned chemical agent in instrument channel, which caused a chemical agent residue into the channel. After that, as the reprocessing was insufficient, the chemical agent residue possibly remained. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.